Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer determined the most likely cause of reported event is the printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The pt802 transducer has failed. This issue will be internally investigated within vyaire.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba). Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The end-user reported that the ¿xdcr fault¿ occurred during patient use. The ventilator was swapped out and there was no patient harm. The customer found ¿xdcr fault (2.1.36)¿ was logged in the event log and the display color was darker than on other devices. The customer resolved the issue by replacing the main printed circuit board (pcb). The customer replaced the front panel for the dark display issue as a precaution.